Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The screw was returned for evaluation and evaluation has been completed. The concomitant rod had been left implanted from a previous revision and had been levered out of the way and then re-inserted into the screw head during the revision, which could have contributed to some loss of the locking strength of the screw onto the rod. A review of all applicable inspection and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged rod slippage concerns raised in this incident, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event.

Event description:
Manufacturer was notified that a rod in the distal screw of a long construct reportedly slipped within the screw head causing a loss of correction approximately 3 months post-op.